Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A patient called baxter to report an issue of leak in the patient line. The baxter technical representative (tsr) assisted the patient with disconnection and to change the set and the bags. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed. The assignable cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.